Event description:
It was reported via a journal article on adjacent segment degeneration following spinal fusion for degenerative disc disease that a (B)(6) male was treated, in 1996, with posterior decompression and instrumented fusion at l4-5 for degenerative spondylolisthesis with stenosis. Nine years later, the patient returned with new symptoms of limping and low back pain and the lateral radiographs taken demonstrated new spondylolisthesis and anterior osteophyte formation at l3-4. The myelogram and postmyelogram CT demonstrated new lateral recess stenosis at the supra-adjacent l3-4 level. The patient underwent decompression at l3-l4 with extension of the instrumented fusion to l3-l4 and obtained resolution of his symptoms. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. Implant date in 1996 and secondary surgery for extension of the instrumented fusion in 2005. Exact dates unknown. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. It was reported that the patient underwent secondary surgery for decompression at l3-l4 with extension of the instrumented fusion to l3-l4 and obtained resolution of his symptoms. There is no further information available on this event and no further investigation can be performed. Placeholder.